Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had observed heart rates in the 40's via the blood pressure cuff, however, believes this device should be programmed to 60 ppm. No adverse patient effects have been experienced.

Manufacturer narrative:
Technical services advised that the patient with this device consult the following physician. At this time, no additional information is available and attempts to obtain additional information have been unsuccessful. If additional information becomes available, this event will be updated. Additional information was received that the device was later explanted for normal battery depletion. The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.